Event description:
Pt underwent surgical repair of a ventricular septal defect with cardiopulmonary bypass. The pt was transfused with plasma and rbcs from the bypass circuit and received transfusion with 120 ml. Cell saver washed rbcs, 30 ml cryoprecipitate, 30 ml platelets, and 60 ml plasma via manual syringe. Surgery proceeded without complication. After the pt arrived in the intensive care unit post-surgery, it was noted that the pt's urine was pigmented/dark. The pt's post transfusion plasma was red colored. Urinalysis showed moderate blood with 140 rbcs per hpf along with elevated urine protein, glucose, and specific gravity. The pt was given fluids and the urine color returned to yellow/clear. Gram stain and culture were not performed because the transfused units were not returned to the blood bank. The pt showed no subsequent signs or symptoms of hemolysis and was discharged without add'l complications. Antibody mediated hemolysis was ruled out by lab testing. Subsequent controlled in-vitro testing revealed a statistically significant increase in hemolysis when the baxter one-link needle-free IV connector, model 7n8399 was used (manuscript to be submitted to the journal transfusion). Other mechanical causes of hemolysis were assessed, including waiting the rbc unit, use of a 16 g versus 24 gauge catheter, and pressure applied to push rbcs through connector and tubing. The data indicated that the connector was contributing to the hemolysis. The hemolysis reported with this case was seen with three other pediatric pts. All four pts had rbcs delivered via the baxter one-link needle-free IV connector, model 7n8399. A report was made to baxter. Baxter believed we were using the device incorrectly. During the in-vitro testing we used several baxter one-link needle-free IV connectors (all the same model 7n8399). Results showed inconsistent levels of hemolysis between correctors, and greater resistance was felt by the operator that correlated with the increased hemolysis. It is possible the connector was used incorrectly; however, under real-life conditions, this connector appears to be associated with hemolysis and a potential pt safety hazard.